Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple blood glucose levels of "low" and 43-49 mg/dl. Suspected cause on one occasion was unknown and due to customer not consuming enough food for the intended amount of bolus delivery. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.